Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that both the inner and outer packages were broken upon opening of the femoral component. The surgeon chose to still implant the device.